Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause for the complaint could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had difficulty rotating the field of view, and the circle of the image was found to be significantly misaligned. The issue was identified during the unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the subject device had difficulty rotating the field of view, and the circle of the image was found to be significantly misaligned. The issue was identified during the unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1:1-10-1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.